Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a patient presented with symptoms of suture extrusion at an unspecified time following orthopedic surgery. Antibiotics were prescribed.